Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2016. To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic-assisted hysterectomy, the device was used to remove tissue from the vaginal cuff and then the jaws could not be re-opened while applied to the tissue. The jaws were removed from the tissue by using scissors to resect the tissue adjacent to the jaws. There was no patient injury and another device was not required to complete the procedure as the issue occurred at the end of the case.

Manufacturer narrative:
(B)(4). One used lf5544 was received for evaluation. Visual inspection found one of the knife webs are protruding from the clevis area. The web was not sharp. The knife was trapped and contained within the jaws. The customer reported that the jaws jammed. The reported condition was confirmed. The investigation found the jaws were stuck shut due to the knife is trapped and contained within the jaws. The knife did not extend or retract when the trigger was activated. When the knife trapped, the trigger was forced and this caused one of the webs to break and protrude from the sample. The web was not sharp. Knife trap happens when the blade is extended and the jaws are not completely closed. This allows the knife track to open too wide and the blade moves out of its track. As a safety measure, the knife must be retracted in order to open the jaws. The tissue in the webbing may have prevented the knife from retracting far enough to allow the jaws to open. More frequent cleaning could have also reduced the difficulty activating the knife. The investigation identified the root cause of the reported event to be user error. The IFU states: the IFU cautions: do not turn the rotation wheel when the handle is fully closed and latched. Product damage may occur. Do not apply force to the shaft of the instrument causing tension or bowing as this could make the knife difficult to deploy and the trigger may not return to its normal position. The IFU states to gently pull the cutting trigger to engage the cutting mechanism. The IFU cautions confirm that the jaws have reached the closed position and are locked (the handle is latched) before activating the cutter.